Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the patient had been twiddling the device so that both leads wound around each other.